Event description:
It was reported that an alert for possible hv circuit damage was received via merlin.net transmission. The device was explanted, and an alert was received for charge aborted due to possible output circuit damage. Device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Analysis confirmed the output anomaly in the laboratory. The programmer printouts showed no indications of aborted charges or low impedances. During bench tests, upon performing a shock, an alert was seen for possible output damage. Upon retesting, the failure mode was lost and could not be reproduced. The cause of the output anomaly remains undetermined.